Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. There were no reports of the patient being harmed as a result of this malfunction. This FDA 3500a represents an unknown number of devices and an unknown number of patients that were reported within this complaint. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the unometer devices leaked during use. It was not clear where on the devices the leaks were coming from. No patient complications were reported as a result of this event.